Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("large blood clots") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstruation"), dysmenorrhoea ("severe menstrual pain"), migraine ("migraines"), dyspareunia ("dyspareunia"), depression ("depression"), urticaria ("hives"), weight increased ("weight gain"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), fatigue ("fatigue") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery ((B)(6) 2016, underwent a bilateral salpingectomy to remove her coils). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, menstruation irregular, dysmenorrhoea, migraine, dyspareunia, depression, urticaria, weight increased, allergy to metals, alopecia, fatigue and procedural pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menstruation irregular, migraine, procedural pain, urticaria and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms from healthcare providers. Since having the surgery, plaintiff s symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirming full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pelvic inflammatory disease ("pelvic inflammatory disease/infection-describe: pid"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), genital haemorrhage ("large blood clots/ abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), autoimmune disorder ("autoimmune disorder") and kidney infection ("kidney infection") in a 26-year-old female patient (gravida 10, para 4) who had essure (batch no. 761439/ 761435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida (gravida 12), parity 4 ((B)(6) 2003, (B)(6) 2005, (B)(6) 2008, and (B)(6) 2011), miscarriage (she has had one incomplete spontaneous miscarriage at 13 weeks requiring d and c.), termination of pregnancy (termination of the remaining fetus), depression, spontaneous abortion (6 first trimester , one of which was a twin gestation with a spontaneous miscarriage of 1 twin and then the termination of the remaining fetus), uterine dilation and curettage (miscarriage at 13 weeks), pid pelvic inflammatory disease (as a teenager), heterosexuality and abdominal hernia (had 2(2011) abdominal hernia repairs. Esh was not used with either of these repairs.) In 2006. No other history of any sexually transmitted infections. Previously administered products included for an unreported indication: implanon in 2009. Concurrent conditions included chronic urticaria, hypothyroidism (thyroid disorder) and body mass index normal. Concomitant products included sertraline hydrochloride for postpartum depression, levothyroxine for thyroid disorder as well as epinephrine, fexofenadine, hydroxyzine, levonorgestrel (mirena) since august 2011 to 2011, medroxyprogesterone (depo provera) from july 2011 to december 2011 and omalizumab. In 2011, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), abdominal pain lower ("pain /lower abdominal pain") and back pain ("back pain"). On (B)(6) 2011, 1 month 27 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstruation/ irregular menses"), migraine ("migraines"), weight increased ("weight gain"), alopecia ("hair loss/ hair thinning"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and headache ("headaches"). In (B)(6) 2012, the patient experienced dysuria ("dysuria/bladder or urinary problems or changes/bladder or urinary problems or changes: dysuria, hematuria") and haematuria ("hematuria/bladder or urinary problems or changes"). On (B)(6) 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pain") and arthralgia ("paint/joint ache/paint"). In (B)(6) 2014, the patient experienced ovarian cyst ("left ovarian cyst/other injury or complications-describe: left ovarian cyst"). In (B)(6) 2017, the patient experienced dyspnoea ("breathing problems/other injury or complications-describe: breathing"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), depression ("depression"), allergy to metals ("nickel allergy") with urticaria and rash, procedural pain ("painful post-operative recovery"), papilloma viral infection ("human papillomavirus reflex"), scar pain ("belly button scar is painful"), device expulsion ("coils touching the uterus"), arthropathy ("bad knee") and benign neoplasm ("non cancerous nodule"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with omalizumab (xolair), antibiotics, surgery ((B)(6) 2016, b/l salpingectomy laparoscopy and removal of essure coils) and alternative therapy (biopsy). Essure was removed on(B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, abdominal pain lower, back pain and pelvic pain had resolved, the pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, uterine haemorrhage, autoimmune disorder, kidney infection, vaginal haemorrhage, menorrhagia, dysuria, haematuria, headache, ovarian cyst, dyspnoea, papilloma viral infection, scar pain, arthralgia, device expulsion and benign neoplasm outcome was unknown and the genital haemorrhage, menstruation irregular, migraine, dyspareunia, depression, weight increased, allergy to metals, alopecia, fatigue and procedural pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, arthralgia, arthropathy, autoimmune disorder, back pain, benign neoplasm, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspnoea, dysuria, fatigue, genital haemorrhage, haematuria, headache, kidney infection, menorrhagia, menstruation irregular, migraine, ovarian cyst, papilloma viral infection, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, procedural pain, scar pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms from healthcare providers. Since having the surgery, plaintiff s symptoms are mostly resolved. (B)(6) 2011, insertion details:patient s left fallopian tube first and went in easily and it was deep insertion, but we were able to see the hub of the coil after insertion. We then moved to the patient s right side and after insertion we were able to see one coil in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Biopsy endometrium - on an unknown date: normal. Pregnancy test - on (B)(6) 2011: negative ultrasound scan - on (B)(6) 2014: had mirena iud inserted (B)(6) 2011, hysteroscopy: findings: uterus is anteverted. Felt no adnexal masses. Uterine cavity was normal and both ostia were normal. (B)(6) 2014, pelvic ultrasound: uterus: the uterus measures 9.9 x 4.2 x 6.2 cm. The uterus shows a normal appearance and echogenicity. No myomas are identified. Essure wires are present bilaterally. Tsh about 1 year ago was 8.5. (B)(6) -2011, hysterosalpingogram:findings: preliminary scout view shows a coil to the right and one to the left of midline. Hysterosalpingogram catheter is advanced sterile balloon is inflated to secure its position. Slow infusion of contrast I s then begun. There is uniform filling of the endometrial cavity. There is no evidence of any contrast entering either the right or left fallopian tube. No contrast spillage is seen either. The final images demonstrate good emptying of the contrast from the uterus. Impression: successful occlusion o f the fallopian tubes using essure coils has been demonstrated with this hysterosalpingogram. The coil was removed intact and the left fallopian tube was completely removed. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as nickel allergy. Concerning injuries reported in this case the following one/ones were described in patient medical records: uterine haemorrhage. Batch number: 761435 man date: 2010/07, exp date: 2013/07. Batch number: 761439 man date: 2010/07, exp date: 2013/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pelvic inflammatory disease ("pelvic inflammatory disease/infection-describe: pid"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), genital haemorrhage ("large blood clots/ abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), autoimmune disorder ("autoimmune disorder") and kidney infection ("kidney infection") in a 26-year-old female patient (gravida 10, para 4) who had essure (batch no. 761439/ 761435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida (gravida 12), parity 4 ((B)(6) 2003, (B)(6) 2005, (B)(6) 2008, and (B)(6) 2011), miscarriage (she has had one incomplete spontaneous miscarriage at 13 weeks requiring d and c.), termination of pregnancy (termination of the remaining fetus), depression, spontaneous abortion (6 first trimester , one of which was a twin gestation with a spontaneous miscarriage of 1 twin and then the termination of the remaining fetus), uterine dilation and curettage (miscarriage at 13 weeks), pid pelvic inflammatory disease (as a teenager), heterosexuality and abdominal hernia (had 2(2011) abdominal hernia repairs. Esh was not used with either of these repairs.) In 2006. No other history of any sexually transmitted infections. Previously administered products included for an unreported indication: implanon in 2009. Concurrent conditions included chronic urticaria, hypothyroidism (thyroid disorder) and body mass index normal. Concomitant products included sertraline hydrochloride for postpartum depression, levothyroxine for thyroid disorder as well as epinephrine, fexofenadine, hydroxyzine, levonorgestrel (mirena) since (B)(6) 2011 to 2011, medroxyprogesterone (depo provera) from (B)(6) 2011 to december 2011 and omalizumab. In 2011, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), abdominal pain lower ("pain /lower abdominal pain") and back pain ("back pain"). On (B)(6) 2011, 1 month 27 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstruation/ irregular menses"), migraine ("migraines"), weight increased ("weight gain"), alopecia ("hair loss/ hair thinning"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and headache ("headaches"). In (B)(6) 2012, the patient experienced dysuria ("dysuria/bladder or urinary problems or changes/bladder or urinary problems or changes: dysuria, hematuria") and haematuria ("hematuria/bladder or urinary problems or changes"). On (B)(6) 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pain") and arthralgia ("paint/joint ache/paint"). In (B)(6) 2014, the patient experienced ovarian cyst ("left ovarian cyst/other injury or complications-describe: left ovarian cyst"). In (B)(6) 2017, the patient experienced dyspnoea ("breathing problems/other injury or complications-describe: breathing"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), depression ("depression"), allergy to metals ("nickel allergy") with urticaria and rash, procedural pain ("painful post-operative recovery"), papilloma viral infection ("human papillomavirus reflex"), scar pain ("belly button scar is painful"), device expulsion ("coils touching the uterus"), arthropathy ("bad knee") and nodule ("non cancerous nodule"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with omalizumab (xolair), antibiotics, surgery ((B)(6) 2016, b/l salpingectomy laparoscopy and removal of essure coils) and alternative therapy (biopsy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, abdominal pain lower, back pain and pelvic pain had resolved, the pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, uterine haemorrhage, autoimmune disorder, kidney infection, vaginal haemorrhage, menorrhagia, dysuria, haematuria, headache, ovarian cyst, dyspnoea, papilloma viral infection, scar pain, arthralgia, device expulsion and nodule outcome was unknown and the genital haemorrhage, menstruation irregular, migraine, dyspareunia, depression, weight increased, allergy to metals, alopecia, fatigue and procedural pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, arthralgia, arthropathy, autoimmune disorder, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspnoea, dysuria, fatigue, genital haemorrhage, haematuria, headache, kidney infection, menorrhagia, menstruation irregular, migraine, nodule, ovarian cyst, papilloma viral infection, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, procedural pain, scar pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms from healthcare providers. Since having the surgery, plaintiff s symptoms are mostly resolved. (B)(6) 2011, insertion details:patient s left fallopian tube first and went in easily and it was deep insertion, but we were able to see the hub of the coil after insertion. We then moved to the patient s right side and after insertion we were able to see one coil in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Biopsy endometrium - on an unknown date: normal. Pregnancy test - on (B)(6) 2011: negative. Ultrasound scan - on (B)(6) 2014: had mirena iud inserted. (B)(6) 2011, hysteroscopy: findings: uterus is anteverted. Felt no adnexal masses. Uterine cavity was normal and both ostia were normal. (B)(6) 2014, pelvic ultrasound: uterus: the uterus measures 9.9 x 4.2 x 6.2 cm. The uterus shows a normal appearance and echogenicity. No myomas are identified. Essure wires are present bilaterally. Tsh about 1 year ago was 8.5 (B)(6) 2011, hysterosalpingogram:findings: preliminary scout view shows a coil to the right and one to the left of midline. Hysterosalpingogram catheter is advanced sterile balloon is inflated to secure its position.slow infusion of contrast I s then begun. There is uniform filling of theendometrial cavity. There is no evidence of any contrast entering eitherthe right or left fallopian tube. No contrast spillage is seen either. The finalimages demonstrate good emptying of the contrast from the uterus.impression: successful occlusion o f the fallopian tubes using essure coils has been demonstrated with this hysterosalpingogram. The coil was removed intact and the left fallopian tube was completely removed. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as nickel allergy. Concerning injuries reported in this case the following one/ones were described in patient medical records: uterine haemorrhage. Most recent follow-up information incorporated above includes: on 7-jun-2018: other social medica received. Events coils touching the uterus, bad knee, kidney infection and non cancerous nodule were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pelvic inflammatory disease ("pelvic inflammatory disease"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), genital haemorrhage ("large blood clots/ abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and autoimmune disorder ("autoimmune disorder") in a 26-year-old female patient (gravida 10, para 4) who had essure (batch no. 761439/ 761435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida (gravida 12), parity 4 (B)(6) 2003, (B)(6) 2005, (B)(6) 2008, and (B)(6) 2011), recurrent abortion (she has had one incomplete spontaneous miscarriage at 13 weeks requiring d and c.), termination of pregnancy (termination of the remaining fetus), depression, spontaneous abortion (6 first trimester , one of which was a twin gestation with a spontaneous miscarriage of 1 twin and then the termination of the remaining fetus), uterine dilation and curettage (miscarriage at 13 weeks), pid pelvic inflammatory disease (as a teenager), heterosexuality and abdominal hernia (had 2(2011) abdominal hernia repairs. Esh was not used with either of these repairs.) In 2006. No other history of any sexually transmitted infections. Previously administered products included for an unreported indication: implanon in 2009. Concurrent conditions included chronic urticaria, hypothyroidism (thyroid disorder) and body mass index normal. Concomitant products included sertraline hydrochloride for postpartum depression, levothyroxine for thyroid disorder as well as epinephrine, fexofenadine, hydroxyzine, levonorgestrel (mirena) since august 2011 to 2011, medroxyprogesterone (depo provera) from july 2011 to december 2011 and omalizumab. In 2011, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. In september 2011, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), abdominal pain lower ("pain /lower abdominal pain") and back pain ("back pain"). On (B)(6) 2011, 1 month 27 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstruation/ irregular menses"), migraine ("migraines"), weight increased ("weight gain"), alopecia ("hair loss/ hair thinning"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and headache ("headaches"). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), depression ("depression"), allergy to metals ("nickel allergy") with urticaria and rash, procedural pain ("painful post-operative recovery"), dysuria ("dysuria/bladder or urinary problems or changes"), haematuria ("hematuria/bladder or urinary problems or changes"), pelvic pain ("pain"), ovarian cyst ("left ovarian cyst"), dyspnoea ("breathing problems"), papilloma viral infection ("human papillomavirus reflex") and scar pain ("belly button scar is painful"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with omalizumab (xolair) and surgery (B)(6) 2016, b/l salpingectomy laparoscopy and removal of essure coils). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain, dysmenorrhoea, abdominal pain lower, back pain and pelvic pain had resolved, the pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, uterine haemorrhage, autoimmune disorder, vaginal haemorrhage, menorrhagia, dysuria, haematuria, headache, ovarian cyst, dyspnoea, papilloma viral infection and scar pain outcome was unknown and the genital haemorrhage, menstruation irregular, migraine, dyspareunia, depression, weight increased, allergy to metals, alopecia, fatigue and procedural pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, dyspnoea, dysuria, fatigue, genital haemorrhage, haematuria, headache, menorrhagia, menstruation irregular, migraine, ovarian cyst, papilloma viral infection, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, procedural pain, scar pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms from healthcare providers. Since having the surgery, plaintiff s symptoms are mostly resolved. (B)(6) 2011, insertion details:patient s left fallopian tube first and went in easily and it was deep insertion, but we were able to see the hub of the coil after insertion. We then moved to the patient s right side and after insertion we were able to see one coil in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Biopsy endometrium - on an unknown date: normal. Pregnancy test - on (B)(6) 2011: negative ultrasound scan - on (B)(6) 2014: had mirena iud inserted (B)(6) 2011, hysteroscopy: findings: uterus is anteverted. Felt no adnexal masses. Uterine cavity was normal and both ostia were normal. (B)(6) 2014, pelvic ultrasound: uterus: the uterus measures 9.9 x 4.2 x 6.2 cm. The uterus shows a normal appearance and echogenicity. No myomas are identified. Essure wires are present bilaterally. Tsh about 1 year ago was 8.5. (B)(6) 2011, hysterosalpingogram:findings: preliminary scout view shows a coil to the right and one to the left of midline. Hysterosalpingogram catheter is advanced sterile balloon is inflated to secure its position.slow infusion of contrast I s then begun. There is uniform filling of theendometrial cavity. There is no evidence of any contrast entering eitherthe right or left fallopian tube. No contrast spillage is seen either. The finalimages demonstrate good emptying of the contrast from the uterus.impression: successful occlusion o f the fallopian tubes using essure coils has been demonstrated with this hysterosalpingogram. The coil was removed intact and the left fallopian tube was completely removed. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as nickel allergy. Concerning injuries reported in this case the following one/ones were described in patient medical records: uterine haemorrhage most recent follow-up information incorporated above includes: on (B)(6) 2018: information extracted from pfs: new reporter added. Patient¿s demographics added. Historical conditions added. Concomitant drugs added. Lot number added. New events added: abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage), pelvic inflammatory disease, autoimmune disorder, dysuria, hematuria, headaches, pain, breathing problems, left ovarian cyst, human papillomavirus reflex, belly button scar is painful, pain/ lower abdominal pain, back pain, rashes on (B)(6) 2018: medical records received: reporters details added. Event abnormal uterine bleeding was added. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pelvic inflammatory disease ("pelvic inflammatory disease/infection-describe: pid"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), genital haemorrhage ("large blood clots/ abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and autoimmune disorder ("autoimmune disorder") in a 26-year-old female patient (gravida 10, para 4) who had essure (batch no. 761439/ 761435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida (gravida 12), parity 4 ((B)(6) 2003, (B)(6) 2005, (B)(6) 2008, and (B)(6) 2011), miscarriage (she has had one incomplete spontaneous miscarriage at 13 weeks requiring d and c.), termination of pregnancy (termination of the remaining fetus), depression, spontaneous abortion (6 first trimester , one of which was a twin gestation with a spontaneous miscarriage of 1 twin and then the termination of the remaining fetus), uterine dilation and curettage (miscarriage at 13 weeks), pid pelvic inflammatory disease (as a teenager), heterosexuality and abdominal hernia (had 2(2011) abdominal hernia repairs. Esh was not used with either of these repairs.) In 2006. No other history of any sexually transmitted infections. Previously administered products included for an unreported indication: implanon in 2009. Concurrent conditions included chronic urticaria, hypothyroidism (thyroid disorder) and body mass index normal. Concomitant products included sertraline hydrochloride for postpartum depression, levothyroxine for thyroid disorder as well as epinephrine, fexofenadine, hydroxyzine, levonorgestrel (mirena) since (B)(6) 2011 to 2011, medroxyprogesterone (depo provera) from (B)(6) 2011 and omalizumab. On (B)(6) 2011, the patient had essure inserted. The patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In 2011, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), abdominal pain lower ("pain /lower abdominal pain") and back pain ("back pain"). On (B)(6) 2011, 1 month 27 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstruation/ irregular menses"), migraine ("migraines"), weight increased ("weight gain"), alopecia ("hair loss/ hair thinning"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and headache ("headaches"). In (B)(6) 2012, the patient experienced dysuria ("dysuria/bladder or urinary problems or changes/bladder or urinary problems or changes: dysuria, hematuria") and haematuria ("hematuria/bladder or urinary problems or changes"). On (B)(6) 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pain") and arthralgia ("paint/joint ache/paint"). In (B)(6) 2014, the patient experienced ovarian cyst ("left ovarian cyst/other injury or complications-describe: left ovarian cyst"). In (B)(6) 2017, the patient experienced dyspnoea ("breathing problems/other injury or complications-describe: breathing"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), depression ("depression"), allergy to metals ("nickel allergy") with urticaria and rash, procedural pain ("painful post-operative recovery"), papilloma viral infection ("human papillomavirus reflex") and scar pain ("belly button scar is painful"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with omalizumab (xolair), antibiotics, surgery ((B)(6) 2016, b/l salpingectomy laparoscopy and removal of essure coils) and alternative therapy (biopsy, steroid cream). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, abdominal pain lower, back pain and pelvic pain had resolved, the pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, uterine haemorrhage, autoimmune disorder, vaginal haemorrhage, menorrhagia, dysuria, haematuria, headache, ovarian cyst, dyspnoea, papilloma viral infection, scar pain and arthralgia outcome was unknown and the genital haemorrhage, menstruation irregular, migraine, dyspareunia, depression, weight increased, allergy to metals, alopecia, fatigue and procedural pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, arthralgia, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, dyspnoea, dysuria, fatigue, genital haemorrhage, haematuria, headache, menorrhagia, menstruation irregular, migraine, ovarian cyst, papilloma viral infection, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, procedural pain, scar pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms from healthcare providers. Since having the surgery, plaintiff s symptoms are mostly resolved. (B)(6) 2011, insertion details: patient s left fallopian tube first and went in easily and it was deep insertion, but we were able to see the hub of the coil after insertion. We then moved to the patient s right side and after insertion we were able to see one coil in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body m ass index was 24.4 kg/sqm. Biopsy endometrium: on an unknown date: normal. Pregnancy test: on (B)(6) 2011: negative. Ultrasound scan: on (B)(6) 2014: had mirena iud inserted. (B)(6) 2011, hysteroscopy: findings: uterus is anteverted. Felt no adnexal masses. Uterine cavity was normal and both ostia were normal. (B)(6) 2014, pelvic ultrasound: uterus: the uterus measures 9.9 x 4.2 x 6.2 cm. The uterus shows a normal appearance and echogenicity. No myomas are identified. Essure wires are present bilaterally. Tsh about 1 year ago was 8.5. (B)(6) 2011, hysterosalpingogram:findings: preliminary scout view shows a coil to the right and one to the left of midline. Hysterosalpingogram catheter is advanced sterile balloon is inflated to secure its position. Slow infusion of contrast I s then begun. There is uniform filling of the endometrial cavity. There is no evidence of any contrast entering either the right or left fallopian tube. No contrast spillage is seen either. The final images demonstrate good emptying of the contrast from the uterus. Impression: successful occlusion o f the fallopian tubes using essure coils has been demonstrated with this hysterosalpingogram. The coil was removed intact and the left fallopian tube was completely removed. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as nickel allergy. Concerning injuries reported in this case the following one/ones were described in patient medical records: uterine haemorrhage. Most recent follow-up information incorporated above includes: on 29-may-2018: pfs received. Reporter information updated. New event arthralgia added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.